Event description:
It was reported the device was used during a laparoscopic tubal ligation. It was reported the upper seal on the 578sd trocar came off of the trocar when a filshie clip applier (another MFR's product) was being introduced down the trocar. The seal from the trocar remained on the filshie clip applier. The case was completed with the same trocar (pnemo leaked throughout the remainder of the case). There was no consequence to the pt.